Manufacturer narrative:
Additional information : the device was manufactured between september 10, 2018 - september 12, 2018. Correction was made to lot #: the affected lot # is 18j017 previously submitted as 17m013. The device was received for evaluation. A visual inspection was performed, and it was noted that a dark brown particle about 0.20 square mm in size was embedded in the material of the tubing line and it did not have contact to the fluid path. Ftir spectroscopy testing identified the particle to be polyvinyl chloride (pvc). Pvc is the material of the tubing line. During molding of the tubing, small residue of pvc material occasionally remains embedded in the material of the tubing. The reported problem was verified. The cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle (unspecified) was observed in the tubing (close to luer tip) of a small volume intermate. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.